Event description:
The customer contacted stryker to report that their device does not turn on. There was no report of patient use associated to the reported event.

Manufacturer narrative:
A technician downloaded the device logs and was able to verify the reported issue. The device was sent to the stryker depot for further investigation stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.